Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a left subclavian portal removal, when the surgeon closed the device down on tissue and fired, the device was forming pear shaped clips. The malformed clips continued on additional firings after the first firing. They did use the device to complete the case but was a nuisance to the surgeon. There was no patient consequence reported.